Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set leakage tubing leakage at the site event on 14-jul-2024. The infusion set was in use for 1-1.5 days. No further information available.